Manufacturer narrative:
Product analysis: approximately 15mm of the back side of the cage was returned. There are witness marks on the back side of the cage that appear to be from impaction. The impact marks on the cage are heavy and the fracture surface gives an indication of material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: oblique lumbar interbody fusion levels implanted: l4/5 it was reported that the patient presented with lcs. Intra-op, when inserting the cage with inserter, the posterior part of the cage was broken and separated. No patient symptoms or complications were reported as a result of this event. About 1/5 of the reported product was broken on the side where it was attached to the inserter. About 4/5 was placed by the judgement of the doctor. The fragment of the cage broken intra-operatively was removed.